Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, when the respiratory technologist was suctioning, the screen when blank and ventilation stopped. No harm to the patient was reported. The patient was bagged until a replacement ventilator was used. Currently, the event is under investigation to verify the reported allegations.

Manufacturer narrative:
Hamilton medical ag`s reference number: (B)(4). Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag reference: (B)(4). Hamilton medical ags conclusion: following the analysis of the logfiles, no evidence was found to support the reported black screen or ventilation stop. The logs indicate that the device switched between ventilation modes as expected (manually), without interruption. All display connections were inspected and confirmed to be secure. Standard service tests and calibrations were performed, with no errors or irregularities identified. No issues were found during the inspection and testing procedures. The hamilton-c3 was assessed to be fully operational and has been returned to service. No patient harm occurred in relation to the reported incident. The device is functioning within expected parameters.